Event description:
Gambro received a complaint on november 06th, 2007 from a facility who reported an internal leak on a phoenix machine. It was unknown when the leak occurred. No alarm was reported. A gambro technician inspected the machine and found the pd pressure transducer was leaking. He replaced it.